Event description:
It was reported that a low-reservoir alarm had been heard. It was noted that a refill had been done and the pump was ¿reset¿, but the healthcare professional (hcp) was ¿not successful¿ with the reset. The device system was used to deliver compounded baclofen. Later that day, it was reported that the pump could not be ¿reset¿ on the previous day. It was determined that it couldn¿t be programmed because the reservoir volume had not been updated when the pump had been filled. When the patient had come back on the day of report, the reservoir volume was updated and the hcp was able to update with no problems. It was indicated that the issue had been resolved.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).